Event description:
During the esophagogastroduodenoscopy (egd) of stomach procedure a resolution clip device was used. When introduced into the stomach, the clip would not advance out of the sheathing. Upon removal of the clip and upon inspection there was a large kink observed in the sheathing. The patient's condition was reported to be fine.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.